Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601620. Chronic catheter repair kit allegedly experience obstruction of flow. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.